Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Final analysis found that the outer insulation was abraded at 24 cm from the connector pin and exposed the outer coil. Abrasions are consistent with constant friction with another implantable device.